Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging, and a 31mm watchman flx pro closure device was implanted. There was no leak noted. At the 45-day routine follow up, tee and computed tomography (tee) imaging revealed the closure device had shifted more out of the appendage and towards the left atrium. A leak was noted but was not measured. No patient complications or interventions were performed in response to the migration or the leak. The physicians and patient family decided to not explant the closure device and instead leave it implanted.

Manufacturer narrative:
B3: bsc aware date used as event date, as the estimation coincides with the 45 days routine follow up appointment from the implant date of (B)(6) 2024.

Manufacturer narrative:
B3: updated to 23dec2024 b5: information added h6 impact code updated from no health consequences or impact to hospitalization or prolonged hospitalization

Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging, and a 31mm watchman flx pro closure device was implanted. There was no leak noted. At the 45-day routine follow up, tee and computed tomography (tee) imaging revealed the closure device had shifted more out of the appendage and towards the left atrium. A leak was noted but was not measured. No patient complications or interventions were performed in response to the migration or the leak. The physicians and patient family decided to not explant the closure device and instead leave it implanted. It was further reported the patient required a device related readmission in response to the event.